Manufacturer narrative:
(B)(4). Did a part of the device break? If yes, what part of the device was broken? Response received: the sales representative revisited the cleaning process to ensure instrument optimal device performance. Emailed surgeon to discuss the same. Response received 6/09/2016: "actually I broke it, nothing wrong with instrument. Was being a bit rough with a particularly hard inflammatory mass.¿

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the nurse reported to that during case, after three and a half hours, the device jaws got stuck. Surgeon decided to replace the instrument with a device of a different product code. Case delayed by five minutes. The patient outcome was no variance from usual recovery identified by nurse. There were no adverse consequences for the patient reported. One device was discarded. .